Event description:
It was reported that 4 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: complaint 2 of 2 consumer reported found several that would clog and not work during injection from this box. New user of pen needles. Informed proper placement of pen needles and to complete flow check with each injection. Called pharmacy for a field exchanged. This consumer has 5 pen needles left from this box. Lot # 9310072. Catalog# 320122. Date of event (B)(6) 2020 = 4 pen needles.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd ultra-fine¿ nano¿ pen needles 4 mm (5/32¿) 32 g were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: complaint 2 of 2. Consumer reported found several that would clog and not work during injection from this box. New user of pen needles. Informed proper placement of pen needles and to complete flow check with each injection. Called pharmacy for a field exchanged. This consumer has 5 pen needles left from this box. Lot # 9310072, catalog# 320122, date of event (B)(6) 2020 = 4 pen needles.